Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that lead integrity alert (lia) triggered for non-sustained tachycardia episodes with noise. It was also reported that there was high impedance, a possible lead fracture and the patient received inappropriate shocks. The lead was capped and replaced. No further patient complications have been reported as a result of this event.